Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx 25 mm 20 cm 155, saber rx 3 mm 10 cm 155 and saber rx 5 mm 6 cm 155 were inserted and delivered to the lesion. However they ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The patient¿s information, target lesion, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no patient injury reported and the products will not be returned. Additional information has been requested.

Manufacturer narrative:
As reported, a 2.5x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, a 3x100mm 155cm saber rx pta catheter, and a 5x60mm 155cm saber rx pta catheter were inserted and delivered to the lesion; however, they ruptured. It was unknown how the procedure completed; however, the procedure was completed successfully. There was no reported patient injury. The lesion was moderately calcified. The percentage of stenosis was 99%. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped and prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17625608 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified with 99% stenosis and cto) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 25 mm 20 cm 155, saber rx 3 mm 10 cm 155 and saber rx 5 mm 6 cm 155 were inserted and delivered to the lesion. However they ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The patient¿s information, target lesion, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no patient injury reported and the products will not be returned for analysis due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was moderately calcified. The percentage of stenosis was 99%. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17625608 presented no issues during the manufacturing process that can be related to the reported complaint.